Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal morphine (unknown concen tration and dose) via an implantable pump for spinal pain. It was reported that the reason for call was the caller stated the patient had magnetic resonance imaging (MRI) last friday of their back due to increasingly worse back pain lately that their pump doctor o rdered. The caller stated the patient said he felt weird - like it shut off when he was in there but it felt like it came back on after but his pain had been extremely increased since the MRI. The patient said his lips felt tingly and numb like he was going through withdrawal. The caller stated they thought the patient had the pump interrogated after the MRI but was unsure due to not being with the patient during the exam. The caller stated patient had a personal therapy manager (ptm) but the caller stated they were not with the patient at the time of the call. The agent documented the reported event and recommended the caller reach out to the patient to see if they could connect to the pump with their external equipment and call healthcare providers to discuss next steps, and healthcare providers could call in to medtronic pump technical services for further assistance as needed. The agent also redirected the caller to their healthcare provider for further questions and to address symptoms. The caller mentioned the patient had pain with breathing, could barely move their arms, and their knees were swollen despite the patient not really doing anything yesterday. The caller also stated the doctor's office was likely closed now.